Event description:
This is a (B)(6) female patient, initials (B)(6), who experienced peritonitis on (B)(6) 2010. Culture results were positive for e, coli, (B)(6) and (B)(6) coincident with dianeal pd4 therapy. It is unknown how long the patient had been receiving intraperitoneal (ip) therapy. On (B)(6) 2010 the patient was hospitalized for peritonitis. The cause of the peritonitis was unknown. On (B)(6) 2010, the patient expired while in the hospital. The cause of death wa not reported. It is unknown if an autopsy was performed. Dianeal therapy was ongoing at the time of death. It is unknown if the peritonitis resolved prior to the patient's death. Additional information received on (B)(6) 2010 indicates the peritonitis was considered the fatal event. The reporter indicates it was unlikely that the fatal peritonitis was related to the dianeal therapy and more likely to be related to a break in aseptic technique or touch contamination rather than to dianeal therapy.

Manufacturer narrative:
Customer's product was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were found in meter memory. This is a final report.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 336 mg/dl and 76 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.